Event description:
It was reported " staples were found jamming during use on the patient." No pateint injury or consequence reported. The pateient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " staples were found jamming during use on the patient." No pateint injury or consequence reported. The pateient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit sample for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned and there was a fully formed staple in the distal tip of the device. The stapler was returned with 36 staples remaining in the cover block. The trigger was returned partially engaged. Clear evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. The fully formed staple in the distal tip was removed before any firing attempts. Upon the first staple engagement, the first staple fully formed but did not release. The staple had to be manually removed and presented resistance upon removal. This was repeated two more times with the same result. The stapler was disassembled, and the anvil component was replaced with an anvil component from lab inventory. The next five staples were able to fully form and release. The returned anvil component was put back into the returned stapler. When fired, three staples were able to fully form but not release. It was observed that the anvil of the complaint sample was improperly shaped when compared to the lab inventory anvil. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. DHR investigation did not show issues related to complaint. The IFU states, "to obtain optimum staple closure, the trig-ger must be squeezed all the way in." It was observed that the anvil of the complaint sample was im-properly shaped when compared to the lab inventory anvil. Non-conformance was initiated to further evaluate this complaint issue. The reported complaint of misfire/jamming - info not provid-ed was confirmed based upon the sample received. Upon functional inspection, the first three staples fully formed but did not release. The device was disassembled, and the anvil component was re-placed with an anvil component from lab inventory. The next five staples were able to fully form and release. The returned anvil component was put back into the returned device. When fired, the next three staples fully formed but did not release. It was observed that the anvil of the complaint sample was improperly shaped when compared to the lab inventory anvil. Nc was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4) to (B)(4).